Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: critical error e-193, e-290, e-269 and missing feet. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not power on and operated as it should. The "ventilator service request" alarm could not be duplicated. It was recommended to replace the device's bulk capacitor as a precaution to address the issue. The customer does not want any repairs done to the unit. The inlet air path assembly and removable air path foam were replaced per remediation.   The device did not pass testing.